Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx laa closure device was implanted. At the 45-day follow-up appointment, a non-mobile thrombus was visualized via computed tomography (CT) attached on the limbus side of the closure device. The patient will continue their 5mg of eliquis and aspirin medication regimen and be re-evaluated on (B)(6) 2023.